Event description:
The facility contacted baxter canadian technical services to report a clearlink system continu-flo solution set that they could not prime from the upper y-site. The ?nurse could not back prime a prechemo medication (benadryl) on the top port of the clearlink tubing with the phaseal attached. The customer reported that the phaseal worked with other ports. This malfunction occurred during priming. There was no patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since the lot number of (B)(4) provided is not a valid lot number. If additional relevant information or samples become available, a follow-up report will be submitted.